Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment with visible moisture in the compartment. The battery cap had stripped threads. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump did not power on. A visual inspection of the pump revealed a cracked battery compartment and visible moisture in the battery compartment. A leak test showed a leak at the crack in the battery compartment. Evaluation also revealed that the battery cap threads were stripped and did not secure properly to the test pump. Further testing was not able to be conducted due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.